Event description:
It was reported that the patient experienced difficulty charging and connecting the charger to the ipg due to the position of the ipg. The patient underwent a pocket revision and the ipg remains implanted.